Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with lost sensor alarm. The customer states they were having issues with calibration errors. The customer states their blood glucose level was 400mg/dl when calibration error prompted. The customer states everything was fine again, until they tried to calibration again, and they received lost sensor followed by calibration error. The customer's blood glucose level at the time of incident was 201mg/dl. The customer states the pump is not communicating with the transmitter. Troubleshoot was conducted. The customer was advised the senor would be replaced and returned for analysis.